Event description:
Patient connected to oscillator, during the touch time oscillator failed and turned off. Respiratory therapist at bedside, attempted to reset ventilator unsuccessfully. Patient bagged at that point. Md notified and at bedside. Connected to conventional ventilator for approximately forty minutes. Nursing supervisor notified. Oscillator vent recalibrated and reconnected to patient successfully.